Event description:
It was reported that a laparoscopic colon resection procedure was completed without apparent incident. During the procedure, the surgeon fired the powered device across several vessels with a vascular reload. He also used the device for transection of the colon. He completed the case and the patient went to the pacu. Later in the day the patient was not progressing well and at one point the patient coded. The surgeon brought the patient back to the or and saw that the patient had lost a lot of blood. The bleeding was coming from the staple lines of the vessels he had stapled. The surgeon stopped the bleeding with clips and suture. The patient coded and required a second surgery. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Was the bleeding identified to be coming for a named vessel (if so which one)? Were there any issues with staple formation? If yes, please explain. Was bleeding noted in the primary procedure? How much blood was loss (ml)? Did the patient require a blood transfusion? If yes, how many units were administered? Was the patient on pre-op blood thinners or did the patient have any known bleeding abnormalities? What color cartridges were being used (white or gray)? When the surgeon took the larger vessels were they skeletonized or taken in larger bundles?